Event description:
It was reported that when an asymptomatic patient presented in the operating room for device replacement, unrelated to the lead, externalized conductors were observed. No other electrical anomalies were detected. Lead was capped and replaced. Patient was fine.